Event description:
It was reported that the device heats up and shows a drop in performance. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was partly confirmed. The supplier evaluation revealed a loose sensor magnet which resulted in the experienced loss of power. Furthermore, a worn bearing was observed but there was no overheating noticed during device testing. The most likely cause for the reported failure can be attributed to wear and tear.